Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was prepped per instruction. The md inserted a sheath via the right femoral artery. The iab was inserted without incident and the pt was moved to the intensive care unit. The registered nurse noticed blood in the helium tube driveline of the iab. The pump did not alarm. The helium driveline tubing was exchanged and there was no blood found in the new tubing. Because of the pts condition, it was not possible to exchange the iab or the pump. The pump "still worked and supported the pt very well for three days." After the third day, the pt did not need the iab support and the iab was removed. The facility wants the pump checked by a svc tech. Ref medwatch 1219856-2008-00058 for the report in ref to the pump.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.